Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiia endoleak of the aortic components and the type iiib endoleak of the proximal extension events were confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth of 5.9mm occurred. The most likely causation for the type iiib endoleak was device related due to strata material. The most likely causation for the type iiia endoleak was user related due to the safety and effectiveness of the 34mm proximal extension implanted with a 25mm bifurcated main body has not been established. The most likely causation for the sac growth was related to both endoleaks. The final patient status remains unknown. The final patient status was not made available to endologix. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, an endoleak type 3a (aortic components) and possibly an endoleak type 3b were identified during a routine follow-up. The patient is currently being monitored pending re-intervention. Additional information: an intervention was completed. The physician elected to implant a bifurcated stent graft, a vela suprarenal stent graft, a vela infrarenal stent graft and a (non- endologix) palmaz bare metal stent to successfully resolved the endoleak. Clinical evaluation shows that there was evidence to reasonably suggest sac growth of 5.9mm occurred that was not included in the event as reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, an endoleak type 3a (aortic components) and possibly an endoleak type 3b were identified during a routine follow-up. The patient is currently being monitored pending re-intervention.